Manufacturer narrative:
(B)(4). The intraocular lens was returned to our manufacturing facility for investigation. A visual inspection showed a lens where the optic was cut in half, no optical deviations on the optic parts were found. The intraocular lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. The receipt of the lens (cut in half) prohibited any further investigation of the lens. A review of the manufacturing records showed no deviations or nonconformities. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 23.5 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications.

Event description:
It was reported that the doctor explanted an intraocular lens (iol) as the patient was reportedly unhappy with his visual result. No patient complications and no wound enlargement were reported. No further information was provided.